Manufacturer narrative:
Unk. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.0/2.0/118 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.0/2.0/118 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Patient is happy. Claim# (B)(4).